Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was installed on an in-house system and driven. The instrument exhibited unintuitive motion likely causing issue reported by the customer. The motion exhibited by the instrument was precise and proportional to what was commanded by the master tool manipulator (mtms), however the hook moved in the opposite direction. This behavior was observed in the yaw direction and presented on out of 3 installs. Motion issues can be caused by something else in the backend (ex: broken cable, loose cable, broken input, cracked input, cracked clamping pulley, loose clamping pulley screw, binding of gears, other). The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input #5 in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the 8mm maryland bipolar forceps instrument was not grabbing well. The procedure was completed with no reported injury.